Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device and the ligator head were analyzed. A visual evaluation noted that the crimp was present on the trip wire and a section of the trip wire was rolled around the spool axis of the handle. It was noted that the trip wire was secured on the handle assembly slot. It was possible to observe that the distal loop of the tripwire was attached to the suture; however, it was not connected to the ligator head. The suture was likely cut by a sharp tool and a knot was observed. The suture hole was in good condition and no damage was observed. Additionally, the ligator head found six bands present with one band was moved out of its original position. The ligator teeth was in good condition and no damaged was observed. Functional evaluation was not performed due to the tripwire was rolled around the spool axis of the handle and the handle was noted to be stuck. No visible issue was noted on the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the tripwire started to roll around the axis, the suture can be detached from its position due to the handle movement as not correct and this condition could generate the bands to moved out of their original positions, impacting the bands deployment activity and could have contributed to the reported issues. There was evidence that the trip wire was cut in order to remove the device from the scope. This condition is not considered as an issue of the device. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.